Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog serial# unknown: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indciated that the cause of the issue was that the implant died after 20 years. They stated that the remote never had any issues and worked perfectly except for battery volt changes which was expected and easy. They stated that they got a new implant on (B)(6) 2024, and they personally liked the old implant battery. They stated that it was easier and they did not need wifi, or to charge constantly. The issue was resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they changed the batteries in the remote numerous times, however the ins battery wasn't working this morning. Pt said that the battery light on the remote was blinking and so they had put a new battery in the remote, but when they went to turn the ins on, the remote made the beeping sounds but the ins wasn't turning on. Agent asked the pt about the lights on the remote and pt said that when turning the ins on all of the lights came on; pt said that the lights came on for the ins and for the remote. Pt said that when they shut the ins off, the light would come on showing that the ins was off. Pt tried turning the ins on during the call; pt said that the light had come on for at least eight seconds, however they didn't feel the ins/therapy working. Agent understood that based on the remote lights that were appearing when pt was using the remote to communicate with the ins that the ins had not yet reached eos. Agent reviewed remote light meanings with the pt. Pt said that the ins helped a lot with their pain and that this was their first problem since having the device. Patient reported they do not have a managing physician anymore. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. A rep responded reporting they would reach out to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.